Event description:
It is reported by pt's attorney that pt underwent a right hip arthroplasty on (B) (6) 2006. Post-op, he experiences pain due to possible acetabular loosening. A revision is scheduled.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer ((B) (4)), which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implanted a correction in july 2008 as. Should additional info become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B) (4) considers this case closed. (B) (4).

Manufacturer narrative:
This case was reopened on august 18, 2015 to enter additional information which had been received on august 14, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 54/48 n on the right side. The patient was revised on (B)(6) 2015 due to pain and loosening.